Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test. Failed. The pairing test and transmitter functional test was not performed. Share log review did not show any data available. . Customer complaint cannot be confirmed with transmitter's hardware test results. The reported event of a failed transmitter error was undetermined. The root cause could not be determined.